Manufacturer narrative:
Concomitant medical products: 5076 lead, implanted: (B)(6) 2011. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that within one month of implant, the patient's right ventricular (rv) lead exhibited undersensing. The physician initially attempted re-positioning however, the lead continuously had low r waves. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.